Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ventral intraperitoneal mesh placement, the product had exceeded the expiry date when the surgeon used the device. There was no patient injury.

Manufacturer narrative:
27 - june - 2018 this event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.